Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found top case corners chipped, bottom case cracked by l-bracket and cracked left plunger case. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test, primary audible alarm post, pump motor drive phase b post, battery not working, and battery communication timeout. Functional testing found battery communication timeout and battery not working at power up. The motor drive phase b post alarm can occur when the pump is running on battery power and the battery is depleted. Cannot duplicate any primary audible alarm (paa) error. Replaced and fully charged the battery, replaced chipped top case and replaced the speaker as a preventative measure. The root cause of the reported issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Corrected data: d1.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited communication error, acu watchdog failure, primary audible alarm background test, motor drive phase b error and had damaged top case. No adverse effects were reported.